Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: the keypad cover was returned torn around the ok keypad button, exposing the button contact. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the contrast button was unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Additionally, the bolus button cover and plug are detached from the pump, exposing the internal contact. Contamination was found on the body of the bolus button. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive). The reporter stated that there was a response issue with the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.